Event description:
Customer reported device = 428 mg/dl. Customer took add'l insulin. Customer went to the hospital. Lab = 136 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.